Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5.2 failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 failed. A field service engineer (fse) found that the station had no failures upon arrival, as the issue had resolved over time following a reboot. The fse identified dirty row board cable connections and proceeded to clean and reseat the row board cable header connection on drawer board 5-2 and all cubie drawers on the main. The fse confirmed that everything tested successfully in hardware test applications. The system functioned as intended after the field service engineer repaired the device.